Event description:
Ous MDR. The ICD exchange took place in 2007, due to battery exhaustion of the st. Jude photon (implanted in 03). The two leads (implanted in 03) showed correct measurement values during the last check-up and were supposed to be left in place. Senior physician dr. Does not assume a device defect. There was no other visible insulation defect at the hv1 lead -however, the lead had only been partially exposed. In his opinion, this was a case of interminable ventricular fibrillation. The pt has died.

Manufacturer narrative:
Ous MDR. The ICD first underwent a visual inspection. The spark over traces were found on the housing. The point-shaped spot of locally melted titanium indicates a spark over between the housing and the hv-1 conductor during the shock delivery. The ICD underwent an electrical incoming goods inspection, indicating the device status eri. Memory content of the device was checked, the device had recorded 103 charging processes. From the fifth recorded charge process on, a shock impedance of "<25 ohm" was repeatedly displayed, this indicates a shock delivery into a low-ohmic shock path. The ICD's capability to deliver therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A manual shock delivery with energy of one joule was automatically terminated after a charge time of 20 secs. This indicates a damaged final shock stage. The device was opened. The battery proved to be partially discharged but not defective. The inner structure of the ICD did not show any visual anomalies. The electronic module was examined. Damage to this final shock stage confirms the suspicion of an external short circuit and is consistent with the spark over marking on the ICD housing. The analysis did not indicate any material defect or mfg error. In summary, a spark over between the hv-1 conductor of the lead and the ICD housing occurred during a shock delivery. This was the result of a defective lead insulation. This conclusion is proven by the spark over marking on the ICD housing. The spark over during the shock delivery is equivalent to a shock delivery into a low-ohmic shock path. This "short circuit" destroyed the final shock stage. This does not constitute a shortcoming of the device. No material defect or mfg error exists.